Manufacturer narrative:
All operating currents are within specification. No unexpected low battery off no power alarms noted. Unit passed off no power test, selftest, unexpected restart error test, and displacement test. Motor error alarm during basic occlusion test and unable to prime during prime test due to faulty gold sensor and unable to complete functional test including occlusion test due to prime anomaly. Unit received with intermittent button response during testing due to corroded keypad traces. No button error alarm noted. Motor was tested outside the device and passed. Unit received with cracked case on display window corners, minor scratched lcd window, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and there are cracks and fluid in the pump as well. Customer's blood glucose was 418 mg/dl and 432 mg/dl and customer went to emergency room for their high blood glucose and for not having supplies. Customer does not recall any significant events leading to the error, except that the pump may have been dropped and exposed to water. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.